Event description:
It was reported that bd vacutainer® push button blood collection set had a crack in the tubing. This was discovered during use. The following information was provided by the initial reporter: material no. 367344, batch no. Unknown -it was reported that there was a crack in tubing. Customer complains that during the blood drawing process, blood seeped out from a small crack in the tubing just next to the hub connection.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Submerged leak testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed. Further investigation activities have been conducted through CAPA#764355 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#764355 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a crack in the tubing. This was discovered during use. The following information was provided by the initial reporter: material no. 367344, batch no. Unknown. It was reported that there was a crack in tubing. Customer complains that during the blood drawing process, blood seeped out from a small crack in the tubing just next to the hub connection.